Manufacturer narrative:
The main component of the system and other applicable components are: : product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead.

Event description:
A patient reported via manufacturer representative an overdischarged implantable neurostimulator (ins). The patient also reported having to charge for long periods of time and reported only charging once per week. A jumpstart and power on reset were performed. An impedance check was performed and showed that electrodes 5, 6, 7 were above 10,000 at .7v. No further testing or programming was performed due to low battery. The patient was instructed to charge the ins and was educated on best practices. The issue was reported as resolved. No further complications were reported/anticipated. The indication for implant was spinal pain.

Manufacturer narrative:
Continuation of d10: product ID 977a260, serial# (B)(6), implanted: (B)(6) 2016, explanted: (B)(6) 2021,product type lead product ID 977a260, serial# (B)(6), implanted: (B)(6) 2016, product type lead product ID 977a260, serial# (B)(6), implanted: (B)(6) 2016, explanted: (B)(6) 2021, product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient via a manufacturer representative (rep) reporting that the patient's ins was overdischarged and was replaced. The patient had one lead with out of range impedances and it was replaced. There were no reported factors that contributed to the issue. Actions taken to resolve the issue was a replacement. It was indicated that the issue was resolved.

Manufacturer narrative:
H3: analysis of the implantable neurostimulator (serial number (B)(6)) found that the device had reduced capacity due to overdischarge. Analysis of the electrical stimulation lead (serial number (B)(6)) found that the lead body conductor was broken at the anchor site. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from manufacturer representative. The patient's weight at the time of the event was unknown. No further complications were reported/anticipated.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID (B)(4) serial# (B)(4) implanted: (B)(4) 2016: product type lead product ID (B)(4) serial# (B)(4) implanted: (B)(4) 2016: product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative reporting that the patient notified their provider that they fell a week after their last reprogramming with their manufacturing representative (rep). They stated that they were not feeling stimulation on their left side. An x-ray was performed and the provider stated that the leads looked ok. The impedances were the same as their previous check with the rep and a lead revision/replacement was scheduled. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported the patient's programming did not require use of the out-of-range (oor) electrodes so no actions/interventions were performed. There was no impact on the patient. No further complications were reported.